Event description:
New information received notes a new instance of post-sensed t-wave over-sensing. No intervention or adverse patient consequences were reported.

Event description:
New information received notes corrective programming changes were made. No adverse patent consequences were reported.

Manufacturer narrative:
Correction: g3: awareness date of prior report should be jul 20, 2024.

Event description:
It was reported that a patient presented with pseudopseudofusion and post-sensed t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were recommended. No adverse patient consequences were reported.